Event description:
Additional information received noted that the right ventricular lead was explanted on 10/29/2020. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the right ventricular lead was found oversensing noise. No intervention was made. The patient was stable.

Event description:
Additional information received noted that the noise issue was observed rarely. The physician decided no reoperation was needed. The patient will be monitored.

Manufacturer narrative:
Additional information: d10, h3, h6, h10. As received, a partial lead was returned in two pieces. The connector portion measured 8.5 cm and the distal portion measured 51.5 / 54.0 cm (lead body / cables). Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.